Event description:
It was reported when the device was used during a hand assisted laparoscopic low anterior resection, the top portion separated from the flexible membrane. The surgeon uses metal clamps to retract the incision when inserting the device. The surgeon is aware that metal instruments are not to be used with the device. The case was completed with a like device. There was no pt consequence.